Event description:
The biomedical engineer reported that the automated impella controller (aic) fell off the table in the catheterization laboratory during a swap out and upon impact the knob came off. A follow up with the engineer indicated that the device was being returned to be checked over to assure it was safe for use. There was no report of patient harm or injury.

Manufacturer narrative:
The investigation for the reported damage issue has been completed. The product was returned, and the issue was not confirmed. Imc logs were reviewed but no abnormality was found. After the console arrived in danvers, it was fully tested, especially on rotary push button. No abnormality was found. Per the results of the clinical review and investigation, there was no issue found during the case and the device functioned/operated to specification. This report is being filed as part of a retrospective review of historical records.